Event description:
It was reported that the attending physician was having difficulty advancing the spring wire guide (swg). She canulated the subclavian vein with the needle and then encountered resistance advancing the swg into position. At which time, the swg was removed and repositioned the needle. The attending physician then advanced the same swg through the needle and again experienced resistance advancing the swg into position. The swg was removed from the needle and the needle was removed from patient (pt). She then canulated a new site, pt's internal jugular (ij), with the same needle and advanced the same swg through the needle and again experienced resistance when advancing swg into position. As a result, a new kit was opened and canulated into pt's ij. The swg was then advanced through the needle into position without difficulty. There were no pt complications reported. Additional info received from the sales rep on 01/08/2010 stated the physician has confirmed that the swg unraveled during removal on her last attempt. The wire was removed completely intact. There were no pt complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation. The device history records for the swg and introducer needle contained in this lot were reviewed during the investigation with no relevant findings. The potential cause of this issue could not be conclusively determined since the components involved in the incident were not returned.